Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.

Event description:
Boston scientific received information that this device declared elective replacement time (ert) two months after displaying a remaining longevity of 1.5 years. The patient has undergone surgery and chemotherapy but no radiation. Additionally, the surgery was on the patient's left side and this is a right sided implant. The physician also stated he does not believe a magnet was used or any reprogramming was performed for the surgery. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
A boston scientific technical services consultant discussed typical longevity expectations for this device. The device remains implanted at this time. No other adverse events have been reported. This product issue will be updated if additional information is received.